Event description:
It was reported by service report that the auxiliary outlet had no power due to the circuit board being tripped. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.